Manufacturer narrative:
Citation: badiu cc et al. Long-term performance of the hancock bioprosthetic valved conduit in the aortic root position. J heart valve dis. 2011 mar;20(2):191-8. Doi: not available. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the long-term durability of the hancock bioprosthetic valved conduit implanted in the aortic root position. All data were retrospectively collected from a single center between 1975 and 2004. The study population included 81 patients (predominantly male; mean age 58 years), all of which were implanted with a medtronic hancock valved conduit (no serial numbers provided). Among all patients, 38 deaths occurred. Of those, 11 patients died within 30 days post implant due to: multi-system organ failure, heart failure, heart failure after bronchopneumonia, and ¿electromechanical decoupling.¿ based on the available information, medtronic product was not directly associated with the deaths. The other 28 patient deaths occurred more than 30 days post implant (defined as late deaths). None of the deaths were classified as being valve-related. However, 4 of the late deaths were due to aortic rupture at 65 days, 3.5 years, 6.6 years, and 7.6 years post implant, respectively. Based on the available information, medtronic product was may have been associated with these 4 deaths. Among all patients, adverse events included: re-do aortic valve replacement of the valved conduit, structural valve deterioration, endocarditis, thromboembolic events, and major bleeding. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.